Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013. The reported complaint could not be duplicated. Error 4 message was observed upon review of error log data; however, error was not reproducible during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.